Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal pain and discomfort. It is believed the patient was taking over-the-counter (otc) pain medication. The ipp was explanted and replaced. There were no device issues and not further patient complications.